Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other complaint reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported discomfort, pain, and her vision was not as good as expected following an intraocular lens (iol) implant procedure. Additional info was received from the consumer who reported the haptic was touching the ciliary body, she had increased intraocular pressure, pain, inflammation, and she couldn't see distance clearly since surgery. The consumer also reported the use of ophthalmic drops and that the lens was exchanged. The consumer provided a letter from the ophthalmic surgeon who performed the lens exchange. The letter from the surgeon revealed the consumer had an ocular history of a vitrectomy performed prior to the lens implantation. The consumer had reported to the surgeon that she was experiencing blurry distance vision without glasses and that she was unhappy with the results. The surgeon did not see any issues other than residual myopia. During a follow up visit the surgeon reported the consumer had cystoid macular edema in her right eye which was treated with medications. A retina specialist performed an anterior segment imaging and noted that the haptic of the implant was touching the ciliary body. This was considered as a possible cause of the macular edema. The consumer asked for an iol exchange and she requested monovision. The iol was exchanged for another toric lens and there was some loss of lens zonules with the exchange, however, there appeared to be sufficient support for the lens at that time. The surgeon reported following the iol exchange that the consumer continues to have macular edema and noted some subluxation of the implant. During the consumers last visit, the lens was slightly decentered temporally. The consumer's binocular uncorrected vision was noted to be good for distance and reading. Additional treatment was not recommended. There are two medical device reports associated with this event. This report is for the first lens implanted. Additional info has been requested.